Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer consumed glucose tablets, candy and required assistance obtaining carbohydrates to address bg level. Customer updated their settings to address the event.